Manufacturer narrative:
(B)(4). The device has been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
It was reported that the procedure was to treat a de novo lesion in a moderately tortuous and heavily calcified posterior tibial artery. A 4.0 x 28 mm xience prime stent delivery system (sds) was used, and the stent delivery balloon was inflated once at nominal pressure. However, negative pressure was not applied on the balloon before removal and was reportedly removed too quickly from the anatomy. Therefore, the sds met resistance with the introducer sheath and the distal part separated inside it. The device was removed with the introducer sheath as a single unit. Manual compression was performed to achieve hemostasis. It was reported that the device failure was due to not applying negative pressure to the balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. The reported difficulty to remove was unable to be replicated in a testing environment due to the condition the device was received. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the physician did not apply negative pressure to the balloon after the stent was deployed prior to removing. The device was removed too quickly after deployment. The xience prime everolimus eluting coronary stent system (eecss), instructions for use states: deflate the balloon by pulling negative on the device for 30 seconds and ensure the delivery system is fully deflated. The IFU deviation appears to have directly caused or contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. MFR site - contact office first and last name was updated from (B)(6) to (B)(6).